Manufacturer narrative:
Citation: schaefer a. Improving outcomes: case-matched comparison of novel second-generation versus first-generation self-expandable transcatheter heart valves. Eur j cardiothorac surg. 2016 aug;50(2):368-73. Doi: 10.1093/ejcts/ezw021. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding case-matched comparison of second-generation versus first-generation self-expandable transcatheter heart valves. All data were collected from a single center. The study population included 138 patients (predominantly male; mean age 81 years), 69 of whom were implanted with medtronic corevalve® (serial numbers not provided). Among all patients seven deaths occurred in the control group due to: five patients expired due to post-procedural multi-organ failure, one death due to intraprocedural ventricular perforation, and one death due to post-procedural right ventricular failure. Based on the available information, none of the deaths were directly attributed to medtronic product. Among all patients, adverse events included: stroke, myocardial infarction (mi), permanent pacemaker implantation, life-threatening bleeding and access site complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation was possible between the observed adverse events and medtronic product. No additional adverse patient effects were reported.